Event description:
The report stated that during a laparoscopic colorectal procedure, the device jaws would not open, even after cleaning. The jaws were on tissue at the time, but no information was provided on how the device was removed. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Upon inspection of the incident device, the handle was jammed and could not be opened. This was due to a bent ski pin that was not properly aligned in the track. The ski pin is a flexible piece designed to accommodate bending of the handle when light force is applied. If too much force is applied, the pin jumps off the track and causes the handle latch to jam. In addition, the handle was broken behind the trigger and held together by the vesaflex material. This most likely occurred when the user was trying to unlatch the handle. Visual inspection indicated evidence of cold flow of the plastic at the knit line where the break occurred. The cold flow area would be the section to break if the user tried to force the handle open. There have been no other complaints for the broken handle issue due to this cause. Quality assurance will continue to monitor the defect rate. Appropriate corrective actions will be taken if a trend is identified.